Event description:
Fmc clinical quality mgr called quality service to notify co of this pt disconnect, venous bloodline from tesio catheter. The reported disconnect was found at one hour and fifteen minutes into treatment. The 2008h machine with nvl software did alarm. Pt lost 400-500cc blood volume from the disconnection. Also reported that pt lost consciousness. Medical intervention included hospitalization and later transfusion of two units of packed cells. Pt currently stable. MDR filed due to blood loss, hospitalization. 07/11/2000 quality service called facility to verify info. Telephone message left 07/14/2000 notified that nursing dir will forward a copy of user facility report. 07/17/2000 MDR user facility report rec'd.